Manufacturer narrative:
On 18 april 2016 it was prepared a final report with the information already submitted in the initial report. On 25 april 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 15 february 2016. Lot 091276: (B)(4) items manufactured and released on 20 july 2009. Expiration date: 2014-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 18 february 2016, thr medical affairs director performed a clinical evaluation and commented as follows: according to report, a cyst was found at examination after 6 years since primary tha. There are no indications as to the nature of the cyst or to the fact that the cyst could in any way be related to the implant. Not available.

Event description:
The surgeon noticed the patient had a cyst about the acetabular cup. The surgeon decided to removed the cup and liner and replace them. The surgery was completed successfully. X-rays available. The explants will not be returned.